Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device shaft came apart. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in a surgical procedure and a spare device was available for use. It was reported that there were no reports of injuries, medical intervention or prolonged hospitalization. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.